Event description:
A portion of the gore excluder conformable aaa endoprosthesis came off within right common iliac artery during the procedure. The piece was the nose cone of the delivery system. Piece was retrieved. It was extracted from the vessel during the procedure. The product was able to be deployed and implanted within the patient. Per dr, I believe the nose cone caught on the sheath with removal, breaking it off. Fortunately, there was no adverse event and x-ray confirmed no retained object. The or team I believe sent it to the manufacturer.